Event description:
A report was received from the registry indicating that during the index procedure, two dissections occurred while treating the right coronary artery. The first dissection was treated with a 3.0 x 13mm cypher select plus stent. During the second stent placement a second dissection occurred requiring implantation of a 2.5 x 18mm cypher select plus stent.

Manufacturer narrative:
The patient was enrolled in the study for 3-vessel disease. The main indication for the intervention was an inferior myocardial infarction. The lesion initially treated was in the mid to distal right coronary artery. It was type c, native, de novo, totally occluded, irregular, readily accessible and eccentric. The lesion had a reference vessel diameter of 3mm and a lesion length of 75mm. Pre-procedure diameter stenosis was 100%. The lesion was pre-dilated with a 2.5 x 20mm balloon at 12 atm. A 2.75 x 28mm cypher select plus stent was electively implanted at 14 atm with suboptimal results. The stent was post-dilated with a 3.0 x 15mm balloon at 22 atm, as it was not fully expanded. Next, a 3.0 x 13mm cypher select plus stent was implanted at 12 atm, to treat a dissection, with suboptimal results. The stent was post-dilated with a 3.0 x 15mm balloon at 20 atm, as it was not fully expanded. Post-procedure diameter stenosis was 0%. Then, a 3.0 x 18mm cypher select plus stent was electively implanted at 16 atm with suboptimal results. The stent was post-dilated with a 3.0 x 15mm balloon at 22 atm, as it was not fully expanded. Finally, a 2.5 x 18mm cypher select plus stent was implanted at 22 atm, to treat a dissection, with suboptimal results. The stent was post-dilated with a 3.0 x 15mm balloon at 18 atm as the stent was not fully expanded. The same day of the index procedure the patient had a staged procedure to treat the 70%, left main to proximal circumflex. This event was graded as mild in severity and was deemed to be unrelated to any cordis product. The event was resolved without sequel. Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of two products being reported for the same event. Please reference manufacturing reports #: 9616099-2008-00273 and 9616099-2008-00274. Any additional information will be submitted within 30 days of receipt.